Manufacturer narrative:
Additional information provided in d.9., h 3., h.6., and h.11. One opened probe was received, with a tip protector, in a tray, for the report. The sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face. The sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for actuation. Cut functionality was unable to be performed as inner cutter was not in the port. The probe was disassembled and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at bend area and couple other locations on the inner cutter. No presence of adhesive on the inner cutter when held under ultraviolet lighting and fillet was conforming. A review of the device history record traceable to the lot number obtained from the device¿s radiofrequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo attached was reviewed by the manufacturing site. Photo show a label with reported lot number. Reported issue cannot be confirmed from photo. The complaint evaluation indicates the probe had an actuation failure. The complaint evaluation was unable to confirm the reported cut failure due to the components detachment condition. No presence of adhesive observed on the inner cutter; therefore, the exact root cause of the inner cutter detachment cannot be determined, however, a manufacturing related rot cause cannot be ruled out. A non-conformance record has been initiated for the probe component detachment. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the probe could not cut before vitrectomy surgery. The procedure was completed by replacing the product with new one. There was no patient impact.